Event description:
It was reported that during a lobectomy procedure, the staple line was open and most of the staples did not have a proper b-shape. The surgeon closed the bronchus by handsuturing. There was no pt consequence.